Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three opened and used enlite sensors and found needle hubs separated from sensor's base.

Event description:
It was reported that customer had a low blood glucose level of 47mg/dl. No additional information was provided.